Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked pump belt clip slot.

Event description:
It was reported by the customer's father that the customer had a motor error alarm on the insulin pump. Customer had the alarm at lunch time when the customer was going to do a bolus. Customer's father thinks the customer's blood glucose level was around 200 mg/dl. Customer cleared the motor error alarm but it came back up again. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are unable to complete the rewind sequence. Caller stated that his son is at school and he did not try to rewind the pump because he is not with his son. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.